Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image blackout. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d8, g2, h2, h3, h6, h11. The device was returned, and the evaluation confirmed the reported event. Based on historical data, reasonably known information suggests that probable causes could be due to damage or deterioration of parts, environment problem like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information has been provided by the customer.